Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: strip issue.

Event description:
Customer complains of lo results. Customer states that she feels well and requires no medical attention. The customer's expected blood results are 100-180mg/dl fasting. Verified the strips expired 12/29/2016. Customer confirms the strips have been properly stored and were first opened 11/1/2015. Customer performed a back to back blood test and obtained lo and lo fasting. Reviewed meter memory (B)(6). Memory concerns:lo. Customer states that meter is only reading "lo". Customer obtained a lab result today (B)(6) 2015 of 270mg/dl she tested her blood sugar approximately 8 hours later and continues to receive a result of "lo". Meter time and date were not setup when retrieving result history.